Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported there was a "spinal cord stimulator needle revision." No further information was reported.